Manufacturer narrative:
Evaluation summary: it was caused due to the lamp failure. It is random failure. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable. Model epk-i7010-us is available in the USA with a 510k number k182004. This report is being filed as part of the pentax backlog management plan.

Event description:
The main lamp can not be lighted. The time of event is before use. There was no report of patient harm.